Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for non -malignant pain. It was reported that the patient had not used their implantable neurostimulator (ins) in some time as they had lost relief and that it was not working for their pain. Attempts to reprogram (¿normal reprogramming¿) the device had not helped. It was noted that the physician used the ins to try to treat an off-label diagnosis and it did not work in the long term. Also, the patient lost a considerable amount of weight (which was due to the patient¿s disease process and the implanted device was not a factor) and wanted to have the ins system explanted. The explant procedure was being pre-certified and was to be scheduled in the future. No surgical intervention had occurred or had been scheduled but one was planned. The issue was not resolved at the time of report. There were no further complications reported or anticipated and the patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that the device will not be returned for analysis as it was not a device issue. The issue was with the anatomy and lack of efficacy. This information was confirmed with the physician. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via manufacturing representative (rep) reporting that the patient had lost a lot of weight and their stimulator implant was uncomfortable and provided minimal relief. It was reported that the patient device was explanted on (B)(6) 2017. The device was explanted as it was not working properly for pain relief of pancreatitis. Surgical intervention did occur and the issue was resolved at the time of the report. The patient was alive and without injury. No further complications were reported/anticipated.